Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was dropped from 90 to 50 mg/dl at time of incident and the current blood glucose level was 110 mg/dl. Symptoms customer was reported symptoms which was shaking, sweating, anxiety, mental confusion, belligerence, weakness and fatigue. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did not used to auto mode feature at the time of event. Customer was alleging insulin pump was over delivering, due to blood glucose dropped from 90 to 50 mg/dl, drank 2 glasses of juice and 2 tubs of ice cream but it took a few hours before it went up to 88 mg/dl. Customer stated that paramedics were called in today, blood glucose at 105 mg/dl but after eating yogurt and 2 cups ice-cream, blood glucose just went to 110 mg/dl. The insulin pump will be and reservoir will not be returned for analysis.